Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff resuscitator was returned to our service center in (B)(6) where it was inspected by a trained service engineer. The front fascia and valve system were returned to fisher & paykel healthcare in (B)(4) for evaluation. The returned fascia was visually inspected for the reported damage. Results: visual inspection revealed that the gas inlet port was cracked. The complaint device is 11 years old. A lot check revealed no other complaints of this nature for lot 031007. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual states the following: "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." All neopuff units are visually inspected and performance tested before leaving the production line and those that fail are rejected. This suggests that the damage occurred after the subject neopuff unit was released for distribution. The returned neopuff device was fitted with a new fascia and valve system and was returned to the customer after passing the safety and performance checks as per the neopuff technical manual.

Event description:
A hospital in (B)(6) reported that the gas inlet port of an rd900 neopuff infant resuscitator was broken. A service of the device was requested. No patient consequence was reported.